Manufacturer narrative:
As received the device was in backup vvi and exhibited eol characteristics. The device reverted to backup mode due to normal battery depletion. Review of available measured data indicated normal decrease of battery voltage and normal increase of battery impedance over time. Based on the average current consumption, the longevity of the device is considered to be normal. The device reached eri in (B)(6) 2015 despite estimated remaining longevity of 1.25-1.75 years at previous follow-up in (B)(6) 2015. As autocapture and sensor driven pacing were programmed to ¿on¿, threshold variations and/or changes in patient¿s activity may affect the actual device longevity. This effect is more pronounced as the battery impedance increases and the device approaches eri.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator was found to be operating in backup vvi mode. Premature battery depletion was suspected. No patient symptoms were reported. The device was successfully explanted and replaced on (B)(6) 2016.